Event description:
It was reported that this patient received two shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) while jogging. A few seconds before the first shock the patient did not feel well and stopped jogging. The patient remained conscious and felt both. Shocks being delivered. The patient was subsequently hospitalized where the s-ICD was interrogated, and the stored episode was reviewed by a physician. It was determined that the first shock was appropriate and converted a fast ventricular tachycardia (vt); however, the physician did not think the second shock was necessary as the patient was no longer in vt. Provocative maneuvers were performed with no abnormalities noted. The physician elected to increase the device's conditional shock zone to 220 beats per minute (bpm) and the shock zone to 250 bpm to prevent the event from reoccurring. It was stated the patient would undergo an exercise stress test at a different hospital in the future. The device data was forwarded to bsc technical services (ts) for review. Ts noted that the beginning of the episode showed a regular rhythm at a rate of approximately 180 bpm, which was consistent with a normal sinus rate during exercise. The rhythm then suddenly changed to a fast vt at approximately 270 bpm that was appropriately detected, and a shock was delivered that converted the vt. Following the first shock, the rhythm returned to a morphology similar to the fast sinus rhythm present at the beginning of the episode; however, the rate was still elevated at approximately 230 bpm. Since the device's shock zone was programmed at 230 bpm, this fast rate was appropriately detected and met the device's criteria to deliver a second shock. Following the second shock, the rate slowed below 200 bpm and the episode ended. At this time, the s-ICD remains implanted and in-service. The patient is stable with no additional adverse effects.

Event description:
It was reported that this patient received two shocks from this subcutaneous implantable defibrillator (s-ICD) device while jogging and was hospitalized. It was determined that the first shock was appropriate for ventricular tachycardia (vt), but the physician did not think the second shock was necessary. Provocative maneuvers were performed with no abnormalities noted. The device data was forwarded to technical services (ts) for review. Ts explained that the rhythm was appropriately sensed and treated for vt. The first shock converted the patient's rhythm to a very fast sinus rhythm (200 bpm), which met the device's programmed settings from therapy delivery. The second shock terminated the arrhythmia. It was also discussed that the s-ICD had a history of the smartpass feature disabling due to low, variable amplitude measurements. The physician elected to reprogram the device's shock therapy zones to prevent the event from reoccurring. It was stated that the patient was hospitalized and decided to change clinics, but further information was not provided. At this time, the s-ICD remains implanted and in-service. The patient is stable with no additional adverse effects.